Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented for a lead replacement after it was noted during a follow-up clinic visit that the lead exhibited noise on the rv sense amp channel. Pre-procedure and upon device interrogation, high, out of range rv defib lead impedance was noted. A serial of impedance measurements was taken, and impedance fluctuation was noted. A higher threshold than the previous twelve months ago was also observed. The high voltage lead impedance measurements were all stable and within acceptable range in all high voltage vector configurations. The left side access was occluded, and physician elected to implant a new device on the right prepectoral site. The lead was capped and replaced on (B)(6) 2018. This procedure was performed without complication. Patient was stable.